Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they think their implantable cardioverter defibrillator (ICD) "may be pacing when it shouldn't be pacing". The device remains in use. No patient complications have been reported as a result of this event.